Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The subject in a clinical trial experienced poor blood flow from dialysis graft with clots also being pulled. Patient sent to access center for evaluation. Patient had angiogram with subsequent angioplasty performed. Blood flow improved. Graft ready for use immediately.